Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of device manufacturer unavailable at time of MDR filing. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of device manufacturer unavailable at time of MDR filing.

Event description:
The hospital reported that, during patient use, the unit shut off. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare investigation and review of data logs reveal that the unit did not shut off during use as had been reported.